Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no lead issue. The patient had a competing heart rhythm that made it appear as loss of capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent loss of capture of the atrial lead. In addition, the lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.